Event description:
A technician reported that after an intraocular lens (iol) was implanted, the pt had blurry vision. The iol was exchanged three weeks after it was initially implanted. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and email. A completed questionnaire was not received. (B)(4).